Manufacturer narrative:
No sample available for evaluation. Review of the complaint database did not reveal any other incidents of this nature with this lot of product. Bd needle cannula are routinely checked for reversal testing and bend strength to determine if they are within the established criteria. The flexibility of the cannula is relative to the gauge and length. It is important during injection with a needle cannula of this gauge, to maintain a straight axial force to minimize deflection and subsequent bending and breaking of the needle. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraighten. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break. The fine gauge of the spinal needles and the proximity of the needle to the spinal column during the process of spinal anesthesia make it more susceptible to breakage than other needles.

Event description:
Reporter indicates that a 27g whitacre needle has been broken inside the patient during an intrathecal. When removing the needle, it split. Remaining part of it inside the patient.